Manufacturer narrative:
The returned sensor was evaluated which included visual and functional testing. During the functional testing, the sensor failed the continuity test. An internal inspection of the sensor found there was a broken wire at solder joint and sliding neck tape exposing wire jackets and inner shield.

Event description:
It was reported by customer that sensor worked intermittently. Customer noted that cable was broken near the sensor's end and that caused the sensor to work intermittently. No known patient impact was reported.